Event description:
(B)(4). The dealer reported that the u1gel-2 power wheelchair was experiencing intermittent speed, and slowing down and speeding without command. There was no patient injury reported.